Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stuck in lesion occurred. The target lesion was located in the severely tortuous and severely calcified proximal left main trunk (lmt) to left circumflex artery (lcx). An opticross¿ imaging catheter was selected for use to visualize the target lesion. During the procedure, the opticross¿ was advanced but failed to cross the lesion. The physician opted to ablate the lesion using a 1.5mm rota burr however, the opticross¿ imaging catheter was unable to cross the lesion. A 1.25 rota burr was then used to ablate the lesion and the opticross¿ imaging catheter successfully crossed the lesion. Intravascular ultrasound (ivus) was then conducted and pullback was completed. Upon removal, it was noticed that the opticross¿ imaging catheter was stuck in lesion. Since it was a 7f system, the physician opted to perform dilatation using a balloon catheter and successfully removed the opticross¿ imaging catheter. Another opticross¿ imaging catheter was used however, lost image occurred. The third opticross¿ imaging catheter was then used to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer updated. Device evaluated by MFR: device analysis revealed a damage on the guidewire exit port assembly. (B)(4).

Event description:
It was reported that stuck in lesion occurred. The target lesion was located in the severely tortuous and severely calcified proximal left main trunk (lmt) to left circumflex artery (lcx). An opticross¿ imaging catheter was selected for use to visualize the target lesion. During the procedure, the opticross¿ was advanced but failed to cross the lesion. The physician opted to ablate the lesion using a 1.5mm rota burr however, the opticross¿ imaging catheter was unable to cross the lesion. A 1.25 rota burr was then used to ablate the lesion and the opticross¿ imaging catheter successfully crossed the lesion. Intravascular ultrasound (ivus) was then conducted and pullback was completed. Upon removal, it was noticed that the opticross¿ imaging catheter was stuck in lesion. Since it was a 7f system, the physician opted to perform dilatation using a balloon catheter and successfully removed the opticross¿ imaging catheter. Another opticross¿ imaging catheter was used however, lost image occurred. The third opticross¿ imaging catheter was then used to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The device was returned for analysis. Device analysis revealed a damage on the distal tip assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stuck in lesion occurred. The target lesion was located in the severely tortuous and severely calcified proximal left main trunk (lmt) to left circumflex artery (lcx). An opticross¿ imaging catheter was selected for use to visualize the target lesion. During the procedure, the opticross¿ was advanced but failed to cross the lesion. The physician opted to ablate the lesion using a 1.5mm rota burr however, the opticross¿ imaging catheter was unable to cross the lesion. A 1.25 rota burr was then used to ablate the lesion and the opticross¿ imaging catheter successfully crossed the lesion. Intravascular ultrasound (ivus) was then conducted and pullback was completed. Upon removal, it was noticed that the opticross¿ imaging catheter was stuck in lesion. Since it was a 7f system, the physician opted to perform dilatation using a balloon catheter and successfully removed the opticross¿ imaging catheter. Another opticross¿ imaging catheter was used however, lost image occurred. The third opticross¿ imaging catheter was then used to complete the procedure. No patient complications were reported and the patient's status was good.